Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unknown sofradim". Additional information from importer report: (B)(6) 2012, uretex urethral support system, (B)(6) attorney.

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability, and impairment. Per additional information received, the patient has experienced postoperative urinary retention, continued urinary retention requiring excision of urethral sling and urethrolysis, idiopathic detrusor overactivity and abnormal voiding pattern.

Manufacturer narrative:
Medtronic complaint number: pe:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, alleged complications post device implant include vaginitis, lower abdominal pain, unable to void, urgency, urinary retention and pelvic pressure/pain. Mesh revision surgery (B)(6) 2011, underwent excision of urethral sling, urethral lysis under general anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.